Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No allegation of product malfunction reported. Labeling review: "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery..." No product malfunction reported.

Event description:
On (B)(6) 2016 patient underwent and extreme lateral interbody fusion procedure. Five weeks post index procedure patient experienced wound dehiscence. No other event information has been provided.